Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a normal device interrogation, the patient had not been in for a subcutaneous implantable cardioverter defibrillator (s-ICD) interrogation in approximately three years thus they required a software update. However, the software update was not successful. It was noted the clinic only had one programmer, so the patient was sent home to perform a remote home monitoring interrogation. The remote interrogation was successful and did not show any resets or codes, thus the reason for the difficulty upgrading was unable to be determined. While engineering was reviewing the data they noted it appeared the battery usage has increased at a gradual rate and suggested re-review of the data in 90-day time frame. Ts noted at this time the data shows that monitoring the battery status is an option. Ts suggested using a magnet to check for tones from the device and performing a magnet reset with the s-ICD. The patient was brought into the clinic and a magnet reset was performed. This yielded a successful interrogation and software upgrade. The patient will continue to be monitored via the remote home monitoring system. The device remains in service and no adverse patient effects were reported. The clinic reported that the three-month remote home monitoring transmission did not show any further issues.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a normal device interrogation, the patient had not been in for a subcutaneous implantable cardioverter defibrillator (s-ICD) interrogation in approximately three years thus they required a software update. However, the software update was not successful. It was noted the clinic only had one programmer, so the patient was sent home to perform a remote home monitoring interrogation. The remote interrogation was successful and did not show any resets or codes, thus the reason for the difficulty upgrading was unable to be determined. While engineering was reviewing the data they noted it appeared the battery usage has increased at a gradual rate and suggested re-review of the data in 90-day time frame. Ts noted at this time the data shows that monitoring the battery status is an option. Ts suggested using a magnet to check for tones from the device and performing a magnet reset with the s-ICD. The patient was brought into the clinic and a magnet reset was performed. This yielded a successful interrogation and software upgrade. The patient will continue to be monitored via the remote home monitoring system. The device remains in service and no adverse patient effects were reported. The clinic reported that the three-month remote home monitoring transmission did not show any further issues. Additional information was received that a code displayed upon interrogation and data was sent into technical services (ts) for review. Upon review, ts confirmed the premature battery depletion and appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a normal device interrogation, the patient had not been in for a subcutaneous implantable cardioverter defibrillator (s-ICD) interrogation in approximately three years thus they required a software update. However, the software update was not successful. It was noted the clinic only had one programmer, so the patient was sent home to perform a remote home monitoring interrogation. The remote interrogation was successful and did not show any resets or codes, thus the reason for the difficulty upgrading was unable to be determined. While engineering was reviewing the data they noted it appeared the battery usage has increased at a gradual rate and suggested re-review of the data in 90-day time frame. Ts noted at this time the data shows that monitoring the battery status is an option. Ts suggested using a magnet to check for tones from the device and performing a magnet reset with the s-ICD. The patient was brought into the clinic and a magnet reset was performed. This yielded a successful interrogation and software upgrade. The patient will continue to be monitored via the remote home monitoring system. The device remains in service and no adverse patient effects were reported. The clinic reported that the three-month remote home monitoring transmission did not show any further issues. Additional information was received that a code displayed upon interrogation and data was sent into technical services (ts) for review. Upon review, ts confirmed the premature battery depletion and appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse effects were reported.

Event description:
It was reported that during a normal device interrogation, the patient had not been in for a subcutaneous implantable cardioverter defibrillator (s-ICD) interrogation in approximately three years thus they required a software update. However, the software update was not successful. It was noted the clinic only had one programmer, so the patient was sent home to perform a remote home monitoring interrogation. The remote interrogation was successful and did not show any resets or codes, thus the reason for the difficulty upgrading was unable to be determined. While engineering was reviewing the data they noted it appeared the battery usage has increased at a gradual rate and suggested re-review of the data in 90-day time frame. Ts noted at this time the data shows that monitoring the battery status is an option. Ts suggested using a magnet to check for tones from the device and performing a magnet reset with the s-ICD. The patient was brought into the clinic and a magnet reset was performed. This yielded a successful interrogation and software upgrade. The patient will continue to be monitored via the remote home monitoring system. The device remains in service and no adverse patient effects were reported. The clinic reported that the three-month remote home monitoring transmission did not show any further issues. Additional information was received that a code displayed upon interrogation and data was sent into technical services (ts) for review. Upon review, ts confirmed the premature battery depletion and appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a normal device interrogation, the patient had not been in for a subcutaneous implantable cardioverter defibrillator (s-ICD) interrogation in approximately three years thus they required a software update. However, the software update was not successful. It was noted the clinic only had one programmer, so the patient was sent home to perform a remote home monitoring interrogation. The remote interrogation was successful and did not show any resets or codes, thus the reason for the difficulty upgrading was unable to be determined. While engineering was reviewing the data they noted it appeared the battery usage has increased at a gradual rate and suggested re-review of the data in 90-day time frame. Ts noted at this time the data shows that monitoring the battery status is an option. Ts suggested using a magnet to check for tones from the device and performing a magnet reset with the s-ICD. The patient was brought into the clinic and a magnet reset was performed. This yielded a successful interrogation and software upgrade. The patient will continue to be monitored via the remote home monitoring system. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.